Event description:
It was further reported that the atrial fibrillation was attributed to a clot in the ventricular assist device (vad) outflow graft that was compressing the outflow graft. It was noted that there was a cover over the outflow graft. The clot was suspected to have occurred due to porosity of the outflow graft over time.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2021 / serial #: (B)(6) d6a: implanted date: (B)(6) 2020 d9: no h3: no h4: mfg date: 30-nov-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot no. 2002817011) were not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. The reported outflow graft occlusion and compression event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient and the patient's reported medical history, it was noted that the patient has a history of thrombus and atrial fibrillation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative co urse. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be reopened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant prod: ddmb1d4 ICD <(>&<)> 5076-52 lead implant date: (B)(6) 2020 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced atrial fibrillation with beats per minute from 120-150. Intravenous (IV) and oral medication was given to the patient. The patient was stabilized and discharged home. No further patient complications have been reported as a result of this event..